Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the keypad buttons are not responsive. Customer's blood glucose was 267 mg/dl at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. The insulin pump has cracked case at the display window corners, cracked display window, cracked reservoir tube window corners, cracked battery tube threads, minor scratched display window, partially broken reservoir tube lip and missing the end cap sticker.